Event description:
Patient receiving cvvhd and the machine alarmed. Malfunction: scales circuit board alarm.contacted 1-800 support line who stated it was a technical problem with the machine. The only option was to manually return the blood. The blood was starting to separate in the tubing and I did not want to risk returning clots. The patient was unaffected, and sitting up at the bedside after disconnection.gambro tested the device but could not duplicate the problem.